Manufacturer narrative:
During inspection, the technician found that the monitor arm joint was coming apart. The root cause was due to normal wear. Repairs were completed by the account's biomed technician and a member of hillrom's install team. A hillrom service technician later completed an inspection of the device and stated that the device is working as designed. No harm or injury to patient or caregivers was reported. The product's instructions for use require a regular maintenance check to inspect the support arms for wear. There is no evidence that the maintenance was scheduled with trumpf medical or performed by the account.

Event description:
The spring arm of a flat panel bracket detached from the central axis. No patient or caregiver injury was reported.